Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system, model #: fg-5400-00j, serial #: (B)(4). Stockert generator, model #: m-5463-320, serial #: (B)(4). Lasso catheter, model #: unknown, lot #: unknown. Soundstar catheter, model #: unknown, lot #: unknown. Device discarded by user, unable to follow-up. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. The patient's medical history is unknown. The sound merge was conducted and the brockenbrough was conducted under the soundstar catheter. The lasso catheter and the competitor's catheter (unknown the details) were inserted into the left atrium. The additional ablation was conducted outside of the line to expand the pulmonary vein isolation. Then the superior vena cava isolation was conducted and observed pac so earliest right atrium septula was ablated. The ablation was conducted under 15g/30w/ 30 seconds as they were checking the contact force value. As the atrial fibrillation was not induced by eps, the procedure was finished. After completion of the procedure, a pericardial effusion was noticed through a soundstar catheter. A pericardiocentesis yielded 400 cc of fluid. The procedure had been completed successfully. The patient was reported to be in stable condition at the time the complaint was reported. The patient's blood pressure had remained stable throughout the procedure. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Additional clarification has been requested on this event. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.